Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The generator was analyzed, and failure analysis investigations replicated and confirmed the customer-reported complaint. During power-on testing, error m-02-7 was observed, confirming that the fault occurred in the field. Visual inspection did not identify any issues related to the reported event. The complaint was confirmed based on the field evaluation and failure analysis. The probable root cause of error m-02 is attributed to a faulty component of the generator. M-02 errors indicate a module timeout issue and, therefore, the activation was interrupted.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced integrated electrosurgical unit (iesu) to resolve the issue. The system was verified and ready to use. Isi has not received the iesu for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted right hemicolectomy surgical procedure, error m-02 occurred on integrated electrosurgical unit (iesu). The customer received phone assistance from intuitive surgical, inc. (Isi) technical support engineer (tse). The tse had the customer restart the iesu, change the monopolar cable and grounding pad, but the issue was not resolved. The customer continued the procedure with only bipolar instrument and effect. The procedure was delayed for less than 15 minutes. The procedure was completing as planned with no reported injury.